Event description:
On (B)(6) 2013, it was reported that high impedance was seen during diagnostics. The patient¿s device was programmed off for a spinal surgery, and upon programming the device was on, diagnostics showed high impedance. The patient¿s settings were provided, but the device was disabled after the high impedance was seen. The patient had not left the hospital nor had any other trauma. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
A response from the physician showed that impedance was 4868 ohms on (B)(6) 2013 at 8:52 am. It is unknown if x-rays will be taken. Surgery is still likely but has not taken place.